Event description:
A discrepancy in the displayed and actual time of the pump was reported by the customer, with no known cause for the incorrect time. There was no adverse impact to the customer¿s blood glucose level, as previous settings did not result in levels above 500 mg/dl or below 54 mg/dl. Technical support assisted the customer in updating the pump time and advised monitoring for any recurring time discrepancies greater than five minutes, with an acknowledgment from the customer.